Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down stimulation depending on when the loss of communication occurs. This resulted in an intermittent loss of imagining functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive and ps1 power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to svc.